Event description:
I am still experiencing major abdominal pain 7 months after my double hernia surgery. I believe it is the mesh, because I feel the outline of it the entire time, and I cannot lay down without feeling it and it makes it impossible to sleep. I also have major pain after sexual activities, and sometimes it just hurts to have an erection.